Event description:
It was reported that during a sleeve gastrectomy, clips did not form properly when advancing into the jaws (they were feeding sideways), so when deployed, they were malformed. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. One malformed clip was found to be loose inside the bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected fourteen clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.